Manufacturer narrative:
The site reported that a "no power connected" alarm was heard during the time of the event and that the pump was not running. The caregiver connected one battery upon finding the patient. Upon arrival, emergency medical services then connected the second battery and performed chest compressions. With compressions pump flows increased to 3 l/min but flows would immediately drop back to zero when compressions stopped. The cause of death is reported to be circulatory arrest.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Device remains implanted.

Manufacturer narrative:
The site reported that a "no power connected" alarm was heard during the time of the event and that the pump was not running. The caregiver connected one battery upon finding the patient. Upon arrival, emergency medical services then connected the second battery and performed chest compressions. With compressions pump flows increased to 3 l/min but flows would immediately drop back to zero when compressions stopped. The cause of death is reported to be circulatory arrest.

Event description:
Approximately six months post hvad implantation this patient was found by his wife with the device alarming and called 911. Upon arrival, emergency medical services reported that the controller had one battery connected. However, preliminary log file review shows that the controller had been without power for approximately 2 hours. CPR was performed and the patient was transported to a local hospital where he was later pronounced dead. The therapeutic team did not report a causal relationship of the device to the reported event. No autopsy was performed. The pump will not be returned to the manufacturer as it remains implanted in the patient post-mortem, but the peripheral components are being returned for evaluation.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was found by his wife with the device alarming. Preliminary log file review shows that the controller had been without power for approximately 2 hours. CPR was performed and the patient was transported to a local hospital where he was later pronounced dead. All of the devices except for the pump ((B)(4)) were returned to the manufacturer for evaluation; pump remains implanted post-mortem. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Controllers ((B)(4)), and batteries ((B)(4)), passed visual examination and functional testing; all devices performed per specification. Analysis for ((B)(4)), however, points to a potential communication anomaly between the controller and the battery. The most probable root cause for the reported event, can be attributed to an accidental double power disconnect from the controller. Log file analysis confirmed that ((B)(4)) was off between 03:54:18 and 06:29:39 on (B)(6) 2014 indication both power sources were disconnected from the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. . This is one of two reports (3007042319-2014-01211 and 3007042319-2015-01417) submitted for devices related to the same event.